Event description:
Sterile dressing change attempted, leak noted 1 mm from insertion site.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received the defect catheter as a sample. When flushing the green and orange lumen of the catheter with water and air the catheter tube shows leakages at approx. 29 cm from the distal tip. Microscopic examination shows 4 longitudinal cuts, each with a length of between 0.2 mm to 0.9 mm causing the described leakage. The leakage can be attributed to mechanical damage as the catheter worked well for 8 days and therefore a manufacturing defect can be excluded. A review of the batch history records showed no deviations. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Incoming goods inspections and visual tests are performed after product is packaged. This is the very first complaint for batch 8012685, the third for batch 8008092 & 8023305 and the ninth regarding a leakage on code 4g07002037 within the last three years. No further corrective action will be initiated by quality management at this time as the catheter worked well for 8 days, we do not believe this was manufacturing fault. Corrective action: based on the investigation, the reported condition was not related to manufacturing fault. Therefore, no further corrective will be initiated at this time. This failure will be monitored for future actions.

Manufacturer narrative:
The device will be returned for evaluation as part of the complaint investigation. The results of this investigation are still pending,and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Sterile dressing change attempted, leak noted 1 mm from insertion site.